Event description:
It was reported that the customer had high blood glucose levels of 478 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer recorded a sensor glucose reading of 74 mg/dl when his actual blood glucose level was 478 mg/dl. The customer also received calibration error alerts. The customer declined troubleshooting. The customer requested a replacement transmitter. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.